Event description:
It was reported that pericardial effusion occurred. Per socrates report, pericardial effusion occurred 10 days after atrial fibrillation ablation. No other information has been provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Return status of the device and detailed information of the event was not provided. Good faith efforts to obtain the information are in progress. A supplemental report will be filed if the information is received.